Event description:
It was reported "during a proximal interphalangeal (pip) surgery, the proximal pip device broke during the impaction of the device. The head of the implant broke within the diaphysis. There was no injury to the pt, no surgical delay. The surgery was completed using a different sized spare device." Additional information was requested by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.